Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The product analysis lab received the complaint device on (B)(6) 2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21l196av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00184 and 3011370111-2022-00028. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke (ais) with the target occlusion in the m1 segment, after preparation in accordance with the instructions for use (IFU), a 132cm embovac 71 aspiration catheter (ic71132ca / 30582686) and a 5mm x 37mm embotrap iii revascularization device (et309537 / 21l196av) were used. The embovac was elevated only to the front of the siphon, because of the patient¿s blood vessels are strongly flexion, the embotrap was deployed and raised the embovac as anchor. There was no problem, but when the physician tried to withdraw it while applying suction, there was resistance. Continuous flush was maintained. When the products were collected while experiencing the resistance, the embovac stretched and water leakage was confirmed from the stretched area during flushing. The suction catheter was changed and it was removed without incident with the embotrap device. The procedure was completed. The complaint devices are reported to be available to be returned.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke (ais) with the target occlusion in the m1 segment, after preparation in accordance with the instructions for use (IFU), a 132cm embovac 71 aspiration catheter (ic71132ca / 30582686) and a 5mm x 37mm embotrap iii revascularization device (et309537 / 21l196av) were used. The embovac was elevated only to the front of the siphon, because of the patient¿s blood vessels are strongly flexion, the embotrap was deployed and raised the embovac as anchor. There was no problem, but when the physician tried to withdraw it while applying suction, there was resistance. Continuous flush was maintained. When the products were collected while experiencing the resistance, the embovac stretched and water leakage was confirmed from the stretched area during flushing. The suction catheter was changed and it was removed without incident with the embotrap device. The procedure was completed. The complaint device was returned for evaluation and analysis. The result of the investigation is documented below. Investigation summary: visual inspection was performed on the returned device. 1. Markers: on visual inspection, under magnification, all markers were intact (3 distal markers, 16 body markers ¿ 4 per body section and 2 proximal markers) and undamaged on the returned embotrap device. Visual inspection of the distal coil and the laser welded parts of the distal coil, didn't indicated any damage or deformation. Visual examination of the proximal coil, under magnification, indicated a slight curvature. No coil offsets were not noted. All adhesive bonds of the distal coil were noted to be properly formed and intact. Inner channel and outer cage: visual inspection of the inner channel indicated slight curvature and in contact with the outer cage. Visual inspection of the outer cage, under magnification, didn't indicated any damage or deformation on the outer cage of the device. Visual inspection of the proximal portion of the inner channel and the outer cage, under magnification, there were strut slight curvature on the proximal side of the inner channel. 2. Confirmation using 0.0195 inch tube: the returned embotrap was successfully passed through a 0.0195 inch tube, confirming that the profile conformed to the specification for compatibility with 0.021 inch microcatheters. 3. Recreation testing of curved proximal coil and deformed inner channel (i.e. Mis alignment from the center): it was confirmed that resistance during the advancement of an embotrap device through a catheter can cause the proximal coil to be permanently kinked and the struts to be kinked which causes the misalignment of the inner channel. 4. Functional testing with a sample prowler select plus (microcatheter): the test demonstrated that the returned embotrap device successfully passed through the sample prowler select plus without any noted resistance and the stent like assembly of the embtrap was deployed. Also, no resistance was noted during the withdrawal from the microcatheter. Visual inspection of the embotrap device post testing did not indicate any additional damage or deformation. This result suggests that the deformation noted on the device did not impact device performance. From the visual inspection and the functional testing of the returned embotrap, it was confirmed that the device functioned as intended. No evidence of device defect which can cause the withdrawal resistance was confirmed. Investigation conclusion: the event description indicated that a embotrap device and embovac device were used for a mechanical thrombectomy, and withdrawal resistance was noted when attempt to retrieve both devices. The embovac device was found damaged after the withdrawal and replaced. The embotrap device was continued to be used for the next passes and successfully retrieved the clot. Based on the event description provided from the customer and the investigation performed on the returned embotrap device, it is concluded that the returned embotrap device performs as intended. Also the returned embotrap device itself was unlikely to be the cause of the resistance during the withdrawal noted by the physician. Investigation of the returned embotrap device could not determine a device malfunction. Where the device performs as intended, the potential causes of difficulties in withdrawal are due to, but not limited to: withdrawal of a large or a hard clot burden with the embotrap device, resulting in resistance when withdrawing the embotrap device. Tortuosity of the patient anatomy/vessel. This is also supported by the provided information from the customer that tortuosity of vessel was present. Possible underlying disease state, e.g. Atherosclerosis. Intraoperative spasm potentially occurred during withdrawal of the embotrap device. The various procedural and anatomic factors can affect the outcome of the procedure, and the exact cause of the encountered withdrawal difficulties could not be determined. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot: 21l196av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The investigation of the embovac device is still pending product return; it will be completed once the product is returned. A supplemental 3500a report will be submitted once the product is received and the investigation has been completed. It will be documented in manufacturer report number: 3008114965-2022-00184. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00184 and 3011370111-2022-00028. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 25-apr-2022. [Additional information]: on 25-apr-2022, additional information was received. The information indicated that the patient¿s blood vessels have strong flexion. The embovac device was removed intact from the patient. There was no break in the device integrity (metal, nitinol, or wire). The procedure was completed using the same 5mm x 37mm embotrap iii revascularization device (et309537 / 21l196av); the embovac suction catheter was changed and it was removed without incident with the embotrap iii device. There was no evidence of thromboembolism due to the withdrawal difficulty. The embotrap iii device did appear damaged in anyway. E.1: initial reporter phone: (B)(6) updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: (B)(4) and (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is make a correction to the supplemental follow-up medwatch #2. [Correction]: the additional information received on 25-apr-2022 stated that the embotrap iii device did not appear damaged in any way. This was incorrectly documented as ¿the embotrap iii device did appear damaged in anyway.¿ in the supplemental follow-up #2 medwatch report. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00184 and 3011370111-2022-00028. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. This was incorrectly documented as ¿the embotrap iii device did appear damaged in anyway.¿ in the supplemental follow-up #2 medwatch report.